Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is black contaminant inside the cover of the needle. To aid in the investigation, two samples in sealed packaging blisters from lot 4031647 were received for evaluation by our quality team. A visual inspection was performed. One sample has no defects or imperfections, the other sample has a particulate of dust about 1/8" in size inside the packaging blister. No other defects or imperfections were observed. This defect could occur if, after an equipment repair or scheduled maintenance, cleaning was not properly done. A device history record review was completed for provided material number 305195, lots 4031647 and 4060185. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #: 305195 batch#: 4031647, 4060185. It was reported by customer that black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647 exp 5-31-29. Unable to use product. We did not trust the sterility of this item. Product#: 305195. Verbatim: rcc received a complaint via community. Black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647 exp 5-31-29. Unable to use product. We did not trust the sterility of this item. Product#: 305195.

Event description:
Material #: 305195. Batch#: 4031647, 4060185. It was reported by customer that black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647 exp 5-31-29. Unable to use product. We did not trust the sterility of this item. Product#: 305195. Verbatim: rcc received a complaint via community. Pir attached. Black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647 exp 5-31-29. Unable to use product. We did not trust the sterility of this item. Product#: 305195.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up: it was reported there is black contaminant inside the cover of the needle. A device history record review was completed by our quality engineer team for provided material number 305195 and lot numbers 4031647 and 4060185. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material #: 305195; batch#: 4031647, 4060185. It was reported by customer that black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647, exp 5-31-29. Unable to use product. We did not trust the sterility of this item. Product#: 305195. Rcc received a complaint via community. Black contaminant inside the cover of the needle. 4 different needles were found to be contaminated. One lot is listed above, the other is 4031647 exp 5-31-29 unable to use product. We did not trust the sterility of this item. Product#: 305195.

Manufacturer narrative:
Following the submission of the initial MDR, it was noted that a second batch was reported. Batch: 4031647; batch creation date: 2024-01-31; batch expiration date: 2029-05-31.

Event description:
No additional information.